Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.00/+1.50/092 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault and blurred vision. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Corrected data: b5 - it was reported the lens was exchanged with a different model, non toric lens but same length lens. Claim#: (B)(4).